Event description:
Reportedly, the reports of several follow-up interrogations cannot be found in the memory of the smarttouch tablet, although the nurse was able to upload the pdf files of the follow-ups in the case report form system. The missing follow-ups are associated to the gali [s/n (B)(6)] ((B)(6) 2022 and (B)(6) 2023) and the edis [s/n (B)(6)] ((B)(6) 2022 and (B)(6) 2023).

Event description:
Reportedly, the reports of several follow-up interrogations cannot be found in the memory of the smarttouch tablet, although the nurse was able to upload the pdf files of the follow-ups in the case report form system. The missing follow-ups are associated to the gali s/n (B)(6) ((B)(6) 2022 and (B)(6) 2023) and the edis s/n (B)(6) ((B)(6) 2022 and (B)(6) 2023).

Manufacturer narrative:
Analysis synthesis: - since no expertise files nor further information concerning the reported issue could be provided, the reported event could neither be confirmed nor investigated. - the case is therefore closed as is and it will be reopened should any new relevant information be provided in the future.